Manufacturer narrative:
The customer's report of the set's bursting was confirmed. A visual inspection of the two samples received with blood throughout identified bulging and a tear in the tubing towards the smartsite component. Functional testing confirmed the customer's report as fluid was observed to be leaking from the tear in the tubing on both 20059e samples. No leakage was identified during pressure testing of the other three samples. The root cause of the customer's report could not be identified.

Event description:
The reported feedback suggests that the set bursts.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the set bursts. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.